Event description:
It was reported to target that during a gdc embolization procedure the gdc would not exit the introducer sheath. Upon inspection of the returned product on 12/1/98 it was discovered that the end of the coil was not zapped making this complaint a MDR. This occurrence had no impact on the pt's health.